Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 200 mg/dl. Customer alleged the correction factor setting was incorrect and was cause of elevated bg. Customer delivered a larger bolus to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.